Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump had short battery life. Reportedly, when the battery was replaced with a new battery, the power icon showed only one bar. A review of the alarm history confirmed multiple low battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: during investigation, the pump powered on to the verify screen with normal operation. A review of the pump¿s black box showed one low battery warning and one replace battery alarm. Evidence of excessive battery usage also observed in the black box. Multiple low battery warnings were observed in the alarm history. The battery compartment was found to be intact with no cracks observed. There was no evidence of moisture contamination inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed during testing. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of additional moisture contamination was observed inside the pump; no evidence of intermittent contact was observed with the battery terminal contacts. The battery life issue was confirmed in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.